Event description:
During surgery, the wobble bits sheared off in the femoral augment. The surgeon chose to leave the augment implanted. The surgery was delayed approximately 15 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.